Manufacturer narrative:
Evaluation summary: customer reported biopsy inlet port rotating.tier 2. However, there was no repair data that could determine the cause. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 08 jan 2010 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested and RMA for an eg-2990i (sn: (B)(4)) upper g.I. Video scope for an issue of biopsy inlet port rotating. The event was observed in the reprocessing room during reprocessing. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.